Event description:
While wearing the external equipment, the patient reportedly experienced pain and intermittencies. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was not functioning. Surgery to explant the patient's cii device has been scheduled.